Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at approximately 8 atmospheres, the balloon ruptured. The device was removed without any issues and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.